Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was placed before the operation. Subsequently, there was leakage from the catheter and the leakage was from the root of the catheter. A forceps or other device were not used. The representative confirmed a crack in the shaft area near the funnel. The inlet tube was cut and the bag was discarded.

Manufacturer narrative:
The reported event is confirmed - manufacturing related. A potential root cause for this failure could be imperfection in balloon due to process. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review is not required because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the foley catheter was placed before the operation. Subsequently, there was leakage from the catheter and the leakage was from the root of the catheter. A forceps or other device were not used. The representative confirmed a crack in the shaft area near the funnel. The inlet tube was cut and the bag was discarded.